Manufacturer narrative:
Eval summary: the production and quality control documentation for lot # u09091, with expiration date, 07/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Swollen knee [joint swelling]. Painful knee [arthralgia]. Joint was aspirated [joint effusion]. Case description: a spontaneous report was received on 20-may-2010 from an hcp regarding a (B)(6) male pt with a history of osteoarthritis of the knee, (B)(6), who experienced a painful, swollen knee and had to have a knee effusion after starting synvisc. On (B)(6) 2010, a report was received from the pt wherein he stated that the pt had developed a painful, swollen knee after a synvisc injection. He also reported that the affected joint was aspirated and the culture was negative. On (B)(6) 2010, additional info was received from the hcp in response to an info request. The hcp provided the lot number used in the pt as u09091. The pt's medical history was provided. The pt has had moderate grade osteoarthritis for a year now and has had prior joint narrowing. Nsaid's have been used as a treatment in the pt before. The concomitant medications the pt was on during the use of synvisc were metformin, lisinopril, and simvastatin. The hcp confirmed that the pt has received only one injection of synvisc in the right knee on (B)(6) 2010. The pt's knee was aspirated and 35ml of exudate was collected on (B)(6) 2010. According to the hcp, on (B)(6) 2010, the pt experienced a painful, swollen knee and a knee effusion. The pt was treated with two cortisone injections and the joint was aspirated and drained three times (the exact dates were not provided). On (B)(6) 2010, the pt's knee was aspirated again and 33ml of fluid was collected and sent for analysis. The synovial fluid was negative for crystals and the culture test and gram stain test were negative. The white blood cell counts were 22,000 and consisted of 90% neutrophils. The physician mentioned that he has had three such incidents in the past one year where the adverse events were similar and the fluid analysis was same, with similar wbc counts, and negative organisms and crystals tests. During a telephone conversation, a nurse at the hcp's office confirmed that these incidents were reported to the MFR. For further info regarding the other adverse events reported by this rptr in the past, (B)(6). In the opinion of the hcp, the event "swollen knee" was severe in intensity. The hcp did not provide the severity of the other adverse events. He also stated that he believes that these adverse events are "definitely" related to the use of synvisc (confirmed for all events via phone conversation with nurse at hcp's office). At the time of this report, the outcome of the pt was unk. On 21-may-2010, additional info was received in the form of qa results with lot number. The production and quality control documentation for lot # u09091, with expiration date, 07/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.